Manufacturer narrative:
The following information is in the coolsculpting user manual: *if accompanied by a freeze event: the system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive this message, remove the applicator and gelpad or gel, and assess the tissue before taking further action. If you receive a second z409 message for one treatment site, discontinue the treatment. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient experienced a ¿bad burn¿ and the skin was inflamed in the shape of the applicator on the back of their right thigh (banana roll) after coolsculpting elite treatment on (B)(6) 2026 to multiple areas, including the inner thigh area, banana roll and upper bra fat, using curve 150 and flat 165 applicators. No deficiencies found with the applicator. No error code reported. Healthcare professional stated that "there was no thermal event or error from the machine the cycle completed with no issue", the patient went to the hospital, "they will need to dress the area three times over the coming week", patient has been given a cream stronger than hydrocortisone, and "all others treated with coolsculpting are fine". Healthcare professional later reported "patient said it was slightly hot", "when taking of applicator and gel pad the tissue was completely bulging which I have never seen before in shape of applicator and slight redness, no broken skin or signs of burns - massage was easy and tissue reduced back to normal after massage, just slightly redder than usual", "patient was absolutely fine during massage", during treatment there was "no visible burns just slightly red", the patient later reported that the doctor recommended to dressed the affected area and that they were given antibiotics to prevent any infection as they were advised that it was blistering, they talk with the patient to reassure them, and the patient was happy with this.